Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Physician reported a hospitalization due to high blood glucose. The blood glucose reading is 270 mg/dl. The blood glucose reading at the time of the event was over 500 mg/dl, which increased to over 600 mg/dl two hours later. Customer was tired, rapid heartbeat and nausea. Diagnosed diabetic ketoacidosis. Hospital treated with IV insulin and manual injections. Nothing further reported.